Manufacturer narrative:
(B)(4). Product evaluation pending. Issue is being reported as the user is questioning a "no shock advised" decision by the device. Patient outcome is unknown. The user has been asked to provide more information. Date manufacture: unknown at this time. Serial number is unknown at this time.

Event description:
The user is questioning a "no shock advised" decision from the device.